Event description:
It was reported that the patient was asymptomatic. It was believed the patient had a bad right ventricular (rv) lead/coil due to high out of range defibrillatory impedance. The rv lead was capped (B)(6) 2025 and replaced. The patient was stable.